Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy for variably-conducted atrial tachyarrhythmia. The discriminators failed to withhold therapy and the patient received shocks. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.